Manufacturer narrative:
Unit passed self-test and displacement test. The pump was connected to a test transmitter and monitored without any connection interruptions. Pump and test transmitter calibrated successfully. Unit successfully download to thump. No pump error alarm or frozen screen noted during test. However, confirmed pump error 53 (file#709 line#1299) was noted in the history download eight times on 04/01/2024 between 16:15:31.000 to 18:15:24.000 due to moisture damage on pcb1 and pcb2 boards. Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack and motor assemblies. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch. Pump error 53 is confirmed due to being found in history files and due to moisture damage to pcb1 and pcb2 boards. No com pump to xmtr and frozen screen were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, a frozen screen, and no communication between the insulin pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a pump alarm. Troubleshooting was performed. The customer was not able to clear the alarm. The customer reported a frozen display. A customer called back after resting the pump for 2 hours and replacing the battery. The frozen display continued. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.